Event description:
The clinic reported an ongoing blood clearance/chemistry problem with an acute patient. Gambro technical services (gts) functionally tested the machine and found the blood pump rotor spring had broken. Subsequent to the service call, it was learned the patient had expired.